Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over after the station update. A technical support specialist stated that a product support engineer had applied the knowledge article (medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping), and the issue was resolved. The system functioned as intended after the product support engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order did not cross over after the station update. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event